Event description:
Based on a review of medical records provided by the pt's attorney: on (B)(6) 2006, ventral hernia repair with a composix mesh. On (B)(6) 2006, staples were removed and there was succus entericus leaking from the periumbilical area of the incision site. The incision was opened and the mesh was encountered and removed. There was an enterotomy in the small bowel just under the mesh and leakage of small bowel content was evident.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The mesh was reported to have been explanted two days post implant. During that procedure, there was a small enterotomy and leakage of small bowel contents noted. There was no indication in the operative report that the mesh was the source of that enteromy, and no specific device failure was indicated. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the reported event. We have contacted the initial reporter to obtain add'l info and to request return of the mesh for eval. If add'l info is received, a f/u MDR will be submitted.